Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system user guide: model: 18320. 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes: chapter 13 / page 171. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 428 mg/dl. For treatment, the patient reported that they took him off atenolol and the hospital reduced the dosage for lisinopril from 40 ml to 20 ml. The patient was also placed on IV insulin drip and given the following pills: escitalotram (10mg x 1 pill a day), amlodipibesylate (5 mg, once a day), lisinopril (20 mg, at 1 a day) and carvdilol (25 mg at 1 a day). The patient was reported to be vomiting. No further details.